Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon on the short port would not hold air. A replacement unit was used to complete the procedure. The hosp did not report any pt complications 2005, failure analysis indicated that a small nick or cut was observed in on the silicone covering. This is a reportable malfunction.